Manufacturer narrative:
The customer technical specialist (cts) had the customer troubleshoot the instrument and found that the sample line from the probe to the sg/cc (color gravity module (cgm) tubing) was leaking. According to the customer, she was able to tighten the loose fitting on the cgm tubing to resolve the reported leaking. Per the customer, the leaking fluid was iwash and the leaking was contained inside the instrument. She reran controls after tightening the cgm tubing and all qc passed. (B)(4).

Event description:
The customer reported a contained leak and qc failing on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.